Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. It was reported that the impella rp had a malfunctioning tuohy that would not lock. The pump remained on for support. The care team had to slide the sterile sleeve and reposition sheath all the way back on impella rp catheter prior to peel away removal (too much resistance). Additionally, the patient experienced bleeding post peel away sheath removal and reposition sheath replacement. Manual pressure was applied for 30 minutes and another mattress suture was added. Heparin in the purge was decreased and no systemic heparin on board after catheterization lab. The patient expired while on support. Medical safety review of the event noted the use of the device cannot conclusively be associated with the (death) outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation of the product damage (sterile sleeve damage) and the access site bleeding has been completed. The root cause of the product damage was not determined since product was not returned. Clinical details were provided which were sufficient to determine the root cause. The root cause of the access site bleeding issue was high (300) patient activated clotting time (act) values. Corrections to the initial MFR report: g1 MDR reporting contact email updated. H6 conclusion code 19 added.